Event description:
It was reported that during a temporary extension explant and extension implant procedure, it was noticed that one of the leads had migrated and the lead contact portion was located at the lead/extension connection site. The anchor was visible and there were no sutures over the anchor/lead connection. It was noted that the lumen of the anchor was filled with blood. The reporter stated that the lead and anchor were explanted. It was reported that an intraoperative x-ray, impedance measurement and test stimulation were performed with the remaining lead. It was stated that the patient reported 100% paresthesia coverage of both legs. So the physician decided that an additional lead would not be implanted at that time. It was also noted that the physician confirmed that the anchor had been sutured to the lead and surrounding fascia during the procedure.

Event description:
Additional information received reported the patient was seen the previous day and paresthesia only covered his right lower extremity and part of the left one which was his primary pain area. It was noted reprogramming would be attempted again the next week.

Manufacturer narrative:
Product ID 3877-45, lot# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2012,product type lead; product ID 3877-45, lot# unknown, implanted: (B)(6) 2012, product type lead; product ID 3550-39, lot# 0205835663, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type accessory. (B)(4). Analysis of the lead, model # 3877-45, found no significant anomaly. Analysis of the anchor, model # 3550-39, found no anomaly.